Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer had multiple unspecified cartridges issue. A cartridge change was performed to address the issue. Customer's blood glucose level was over 500 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy.